Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18090806/17996946.

Event description:
It was reported that the patients leads had high impedences due to contacts were out. The patient underwent a lead revision procedure wherein the leads were plugged back in place. The patient had good coverage postoperatively. Nothing was removed or replaced.